Manufacturer narrative:
Product ID 3093-28, lot# va098v7, implanted: 2013 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported, the patient was in the hospital for stomach pains and evaluation. It was later reported that a patient¿s kidneys had ¿just gone out of control.¿ it was noted that the device had been turned off and it was supposed to be turned back on but one of the patient¿s doctors didn¿t want the patient to turn it back on. The reporter stated that the device had been off two weeks or more. It was reported that the device was causing the patient to have severe pain in her stomach because, it had ¿interfered electronically¿ with her ¿system.¿ it was noted that ¿system¿ referred to the patient¿s body. It was reported that the pain ¿went on for quite a while¿ and the patient had gone to two different emergency rooms where ¿they checked out everything they could check out¿ and ¿they couldn¿t find anything.¿ it was noted that the patient¿s stomach was x-rayed two different ways. The reporter stated that the device was turned off and ¿that was the problem.¿ it was reported that a manufacturer representative told them to turn the implantable neurostimulator (ins) on and they thought they were supposed to turn it back on the first part of the week of this week or last week but they didn¿t because ¿other things had come up.¿ it was noted that a call had been placed to the patient¿s healthcare professional. Additional information has been requested but was not available as of the date of this report.